Event description:
The customer sent two photos, one that appears to show a bent needle coming out under the sheath and another photo that appears to show a small amount of blood on a thumb. They stated that they have had numerous occasions like this and that they would like to be able to go back to the old needles they used so they can cut down on needle sticks. They used to use bd eclipse needles and did not have this issue. Additional information received on 20oct2023 stated that there have been multiple times where the needles just bend and break when trying to draw up meds. One person has been stuck (pre patient) 3-4 times. The needles also do not always latch to the syringe and as they are injecting the patient, and they can see the medication dripping out from that point, so the patient is not getting the full dose. The doctor uses these for steroid injections and is worried about how easily they bend when he is doing joint injections. Some needles are just pointing directly sideways when they are first opened.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The following sections were updated or answered: d1 brand name. D3 manufacturer name and address. D4 unique identifier (UDI) #. D4 expiration date #. G4 PMA/510(k)number. H6 evaluation codes. Investigation summary: based on the information available to us, we were able to confirm the event and determined that although the 50 unopened samples returned for evaluation passed the visual and functional tests, the reported condition was confirmed through the photos provided. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. The product was manufactured between (B)(6) 2023 and (B)(6) 2023. The exact root cause could not be determined with the available information. All information received will be used for further tracking and trending purposes.